Manufacturer narrative:
H6: investigation summary: customer returned (3) open 4mm, 32g pen needles from lot # 1110202. Customer states that the pen needle does not fit/attach to pen. All returned pen needles were tested and all were able to securely attach and easily detach from a pen without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 6 bd ultra-fine nano pen needles were unable to detach. The following information was provided by the initial reporter: consumer reported pen needle does not fit/attach to pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd ultra-fine nano pen needles were unable to detach. The following information was provided by the initial reporter: consumer reported pen needle does not fit/attach to pen.